Event description:
It was reported that a cartridge did not fit onto the pump. Customer declined to complete the system check. Reportedly, the customer would reach out to their nurse to address the event. There was no reported adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.